Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported "cramping and feeling unusual". A peritoneal dialysis registered nurse (pdrn) reported the cramping was due to constipation. The onset date of the constipation is unknown. The pt was admitted to the hospital on (B)(6) 2015 and continued (pd) treatments while in the hospital. The pt was discharged on (B)(6) 2015 and the constipation was reported as resolved.

Manufacturer narrative:
Since the sample was not available for investigation, no analysis was performed and the complaint is deemed "not confirmed". A manufacturing review was performed of the products shipped to the dialysis center during a three (3) month time frame for lot numbers received. Record review was performed on all identified lots since there was no clear indication as to what lots could have been potentially used during treatment. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.